Manufacturer narrative:
Additional information: in accordance with the information in the recipient report and the manufacturer_s experience with this kind of device, it is assumed that the device might have failed due to humidity ingress at the housing braze joint through micro-leaks, which most likely explains the discomfort already present in 2012. Reportedly the recipient was a non-user since then and therefore did not notice the loss of function. However, to determine an exact root cause a device investigation would be necessary. No information on possible further steps has been received.

Event description:
The user was implanted in 1999. Last fitting was done in 2012. The audio processor has not been in use since then due to discomfort.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user was implanted in 1999. Last fitting was done in 2012. The audio processor has not been in use since then due to discomfort. The user does not know if he will undergo a re-implantation.